Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the aspiration failure occurred during ultrasound phase of a cataract procedure. The procedure was performed and completed without product replacement. There was no harm to the patient. The sample is not available for return. No additional information is expected.

Manufacturer narrative:
This is the third complaint for the finish goods lot; however, the first for this reported issue. The device history record review shows the order was built and released per specification. The returned sample was visually and functionally tested and passed testing, no aspiration issues were found during testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. The manufacturer internal reference number is: (B)(4).